Manufacturer narrative:
(B)(4).

Event description:
It was reported staff were unable to turn ignition key to three o'clock position the case was delayed because they tried 2 hand pieces with no engaging of the instrument.